Event description:
It starting with a slight groin pain on my right side. Soon the pain increased to my right hip and began to feel like bone on bone crushing pain. I was first sent to a pt and after two long painful months not was did the pain go away but it had now moved into my pelvis. I was then sent to an ortho. I had a MRI and I for the first time in 13 yrs was unable to finish that because of the vibration. I had a hip x-ray, blood work and nothing came back. By this time I was using an arm crutch to walk. Four more MRI's were ordered, I now was seeing my pcp/uro/ob/gyn/neuro to pick this apart. My urethra felt like it was in constant spasms; my hips felt like they were going to explode. In early 2014 2 of the 4 the MRI's were done, hip/lumbar under sedation. Those came back showing nothing. I still went into my pcp and would not back down and then moved my case into uro. There we did a hydo/cysto thinking it might have been the interstitial cystitis. Because of all of the intense pain I was in my ob/gyn came in and did a pelvic on me while I was under sedation as well. After a painful day surgery it turned out not to be the case. Meaning the ic was not causing my urethra to be in so much discomfort. My last option was the ob/gyn. She noted during my exam under sedation she could feel how "tight my muscles" were. She looked at one of MRI's and found that the right implant was sitting sideways and also both of my fallopian tubes were filled with fluid. She also found a small cyst. On (B)(6) 2014 we removed my fallopian tubes, the implants and the cyst. But she found stage iii endometriosis. She burned off all that she could find and we are now treating it with bc. For nearly 9 months I have spent living in pure hell. I have been "non-responsive" to most pain meds and I had to go to the ER twice for some relief. I can clearly remember telling anesthesia on two occasions that I was at a level "10" and I have been a chronic pain patient for 16 years. I have never said 10. I have almost passed out from the pain walking through stores. I put together my living will because of this. The implants are out but my hips still hurt and the pain is still in my groin.